Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify upload/download anomaly due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump has always had trouble uploading. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to upload another paradigm pump while on call. Ran self test and it passed and confirmed date is correct. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.